Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported when she puts the antenna against her ins she was getting the poor communication message. The patient reported a sudden loss of therapy. Patient has gained 40 pounds of fluid. Some mornings her hands, feet, and ankles are swollen. Patient was catheterizing but was not getting much urine. Patient previously felt stim sensation intermittently but now was not feeling it at all. The patient was redirected to healthcare provider (hcp) and has an appointment with new managing hcp on monday. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of product ID 3037 (B)(4). Product type programmer, patient medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's doctor checked their implant because they thought it was dead, but it was actually just off. The ins was turned back on and patient's programmer was still not working as it had poor communication with and without antenna. No further complications were reported.